Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.